Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant . Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2011 the patient underwent left total hip arthroplasty. It is further alleged that on (B)(6) 2020 the patient rose from a seated position at his kitchen table and felt a "snap" in the area of his left hip. Radiographs obtained at the hospital showed a dissociation of the femoral head component from the trunnion of the femoral component. He was revised on (B)(6) 2020 and intraoperatively the surgeon noted the trunnion "appeared flattened superiorly and notched inferiorly."

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on february 10, 2011 the patient underwent left total hip arthroplasty. It is further alleged that on (B)(6) 2020 the patient rose from a seated position at his kitchen table and felt a "snap" in the area of his left hip. Radiographs obtained at the hospital showed a dissociation of the femoral head component from the trunnion of the femoral component. He was revised on (B)(6) 2020 and intraoperatively the surgeon noted the trunnion "appeared flattened superiorly and notched inferiorly."